Event description:
It was reported the healthcare provider was removing the interstim device and leads on (B)(6) 2014 and the right side lead broke off when he was trying to take it out. The reporter planned to image the lead, most likely using x-ray, and then have a neurologist dissect and remove it. The healthcare provider spoke about the patient and a concern about the patient¿s blood pressure being watched during procedures. Issue regarding the patient's blood pressure was not further clarified. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer's report # 3004209178-2014-18632.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v230969, implanted: (B)(6) 2009, product type: lead; product ID 3093-28, lot# v230969, implanted: (B)(6) 2009, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 7489, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3093-28, lot# v230969, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3093-28, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).